Event description:
Home healthcare worker reported receiving inaccurate erratic readings on the customer's meter. In blood glucose tests, customer received readings of 429 mg/dl, 289 mg/dl, and 137 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.